Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a patient verification form stating the pacemaker was removed approximately two years ago due to a staphylococcal infection. The form also noted that the patient passed away. The death occurred approximately six months after the pacemaker was removed. There were no reported allegations that the product or infection caused or contributed to the patient's death.